Event description:
Pt came in for his third treatment with chemotherapy and was complaining of local pain at the port site. After x-ray they noticed an extravasation and deconnection of the port catheter. During the reintervention surgeon found a broken stem. One part of stem still connected to the port and one broken part in the catheter.

Manufacturer narrative:
An investigation has been initiated. A final report will be submitted when the investigation is complete.